Manufacturer narrative:
Getinge became aware of an issue with volista standop surgical light. As it was stated, the spring arms cover on the light is missing. There was no injury reported, however we decided to report the event in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to missing covers from volista¿s standop spring arm, which contributed to the event. Provided information indicate that upon the event occurrence, the device was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio of missing covers or their particles on volista range occurrence is very low. As stated by subject matter expert at manufacturer¿s, the described event happened due to an inappropriate use. In order to prevent damages, operating manual includes instructions to pre-position arms prior to use. What is more, users are requested to pay attention to cracks in plastic parts. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with volista standop surgical light. As it was stated, the spring arms cover on the light is missing. There was no injury reported however we decided to report the event in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.